Manufacturer narrative:
Date sent:10/26/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy. It was reported while using the dcs12 upon inserting and removing it from the 511o through the 1seal a lot of drag was noted. It was also noted that the shaft of the dcs12 appeared to be cut or scraped. A new dcs12 was pulled to complete the case. There was no consequence to the pt.